Event description:
It was reported that the implantable cardiac monitor recorded an episode of ventricular tachycardia (vt) and it was unclear if the episode was a seizure or oversensing. The episode occurred while the patient was sleeping so no symptoms could be correlated. It was later determined to be noise and the issue resolved as the implant matured. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).